Manufacturer narrative:
This report is being supplemented to provide additional information (h6, h10) regarding the reported event. The definitive root cause of the reported event has been determined as a part of the cleaning brush remained in the channel of the subject device. The cause of the remaining part of the cleaning brush in the channel is not identified. The following factors are considered: the cleaning brush used in the reprocessing was worn and broken. A part of the broken brush remained in the channel of the subject device. The cleaning brush used in the reprocessing was broken by an excessive force. A part of the broken brush remained in the channel of the subject device. Per the product instructions for use (IFU)-operation manual: "maintenance management: the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically following regulations, guidelines, etc. Required of you. An endoscope with an observed irregularity should not be used, but should be inspected by following section 5.2, ¿troubleshooting guide¿. If the irregularity is still observed after inspection, contact olympus. "Inspection of the instrument channel: insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end." Per the product instructions for use (IFU)-reprocessing manual: "brush the channels: the channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use. If a piece of the brush comes off inside the endoscope channel, immediately retrieve it. Confirm that no parts remain inside either the instrument channel or the suction channel of the endoscope by carefully passing a new brush through both channels. Any part left in the channels can drop into the patient during a subsequent patient procedure. Depending on the location of the missing part, the part may not be retrievable by passing a new brush. In this case, contact olympus. Do not attempt to pass the channel cleaning brush (bw-20t) or the single use combination cleaning brush (bw-412t) backwards ¿ i.e., by inserting the brush directly into the instrument channel outlet at the distal end of the endoscope¿s insertion section or directly into the suction connector on the endoscope connector. It may get caught, making retrieval impossible." Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected. The boroscope found no broken brush inside the forceps passage. There was a minor kink in the suction channel at grip side which did not cause restriction. The cause of the reported event cannot be determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that during a procedure, while the scope was in use, half of the cleaning brush came out of the channel and the tip of it fell into the patient. There was no patient injury.